Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number 2955842-051613-005 to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not confirm the alleged complaint. The instrument was placed on an in house da vinci system for a latex cut test. The scissors cut cleanly through 0.006 latex. The blades were not damaged. Electrical continuity testing was performed on the instrument and passed. Additional observation not initially reported by the site was main tube damage. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. Engineering concluded that the damage may be due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci si surgical procedure, the reporter alleged that the monopolar curved scissors instrument was not cutting. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.